Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the atrial lead had dislodged. A fluoroscopy was taken to confirm the dislodgement. During interrogation, it was noted that the atrial lead was not capturing and sensing. The atrial lead was explanted and replaced. The patient was stable.